Manufacturer narrative:
No patient involved in this event. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic software engineer reported that a previously performed registration was not removed when selecting a new CT exam in a CT+fluoro procedure on the stealthstation. After performing a fluoro merge in a CT+fluoro procedure the user is able to move on to navigate. When returning to select another CT exam, if the selected CT exam had a previous registration associated with it, the user is able to continue back to navigate without re-performing the fluoro merge with the new CT exam and the fluoro images taken in that session. This is an internal system used for validation testing and no patient was present.